Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged for over a year due to unrelated health issues. Troubleshooting with multiple external devices was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with an updated model. Stimulation was restored postoperatively. The issue is resolved